Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, the scope nozzle was not deformed; the engineer did not know whether there were foreign materials or not, angles were insufficient, electrical connector was of poor contact, 28pcs ultrasound echo signal were dark and 5pcs ultrasound echo signal were damaged and will not be repaired in this time. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasonic gastrovideoscope had angle reduced and air/water problem due to insufficient or incorrect reprocessing of the scope. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient cleaning. The instruction manual describes the following, and the suggested phenomenon might have been prevented by following the descriptions: "all channels of the endoscope, including the balloon channels, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.